Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead pacing impedances and threshold measurements. Several shock impedance measurements have been greater than 125 ohms. There was no evidence of noise in stored episodes and provocation tests were unremarkable. Boston scientific technical services (ts) indicated that the change in impedance and high threshold is likely related to a change in the lead tip/tissue interface. A good resolution x-ray of the lead tip may be performed or echo imaging to see if encapsulation is visible. Ts also recommended more frequent monitoring with periodic in clinic lead testing. The system remains implanted and the patient will be monitored.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead pacing impedances and threshold measurements. Several shock impedance measurements have been greater than 125 ohms. There was no evidence of noise in stored episodes and provocation tests were unremarkable. Boston scientific technical services (ts) indicated that the change in impedance and high threshold is likely related to a change in the lead tip/tissue interface. A good resolution x-ray of the lead tip may be performed or echo imaging to see if encapsulation is visible. Ts also recommended more frequent monitoring with periodic in clinic lead testing. The system remains implanted and the patient will be monitored. New information received indicate that surgical intervention was performed. The rv lead was surgically abandoned, and device was explanted. A new system was implanted without incident.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead pacing impedances and threshold measurements. Several shock impedance measurements have been greater than 125 ohms. There was no evidence of noise in stored episodes and provocation tests were unremarkable. Boston scientific technical services (ts) indicated that the change in impedance and high threshold is likely related to a change in the lead tip/tissue interface. A good resolution x-ray of the lead tip may be performed or echo imaging to see if encapsulation is visible. Ts also recommended more frequent monitoring with periodic in clinic lead testing. The system remains implanted and the patient will be monitored. New information received indicate that surgical intervention was performed. The rv lead was surgically abandoned, and device was explanted. A new system was implanted without incident.